Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed. Customer received replace battery alarm. Timing was less than 8 hours from low battery warning to replace battery alarm. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. Mmt-1782k was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. No unexpected failed batt test alarms noted. Unit did not pass self test as it was interrupted by pump error 63. Unit was successfully downloaded using thus software. Proceeded with the following testing to assure proper functionality of the unit. The adapt tool was utilized to search for alarms that may have occurred in the past that might have triggered the reason complaint. During download review, pump error 63 alarm confirmed in (adapt) and history download on (B)(6) 2025 at 16:34:51.000 . File number = 2005/37 and line number = 9926/367. Per software engineering log, pump error 63 was generated due to the rf chip initialization error and ambient light test failure, suspecting hardware error. Multiple lowbatt alarms were also noted three times on (B)(6) 2025 from 06:28:00.0000 through 20:53:00.000. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. Unit tested successfully. No battery related alarms noted during testing. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. No moisture damage or electronic anomalies noted during deconstructive analysis. Isolate to electronic assembly. Unit also received battery tube threads - cracked, serial number label missing, cracked belt clip rails, scratched case, cracked keypad overlay at select button, keypad overlay texture damage and stained keypad overlay. In conclusion, the customers concern for unexpected battery power loss was confirmed when unit failed self test. The self test was unsuccessful when pump 63 was noted during testing. Adapt tool reveled pump error 63 presence on complaint event date. Pump error 63 is possibly a hardware error due to the rf chip initialization error and ambient light test failure. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.